Manufacturer narrative:
An event of malposition of device, perivalvular leak, aortic valve insufficiency/ regurgitation, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final position of the valve was 6.66mm from the non-coronary cusp (ncc) and 7.01mm from the left coronary cusp (lcc). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) it was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system and a large navitor loading system. The patient had parcel calcium distribution. A pre-implant balloon valvuloplasty was performed using a 20mm non-abbott balloon in two inflations. A temporary pacemaker was used during the procedure, maintaining the patient's heart rate at 120-140 bpm to ensure valve stabilization. The valve was deployed and re-captured because the initial deployment position was too high. While the valve was being deployed, left bundle branch (lbbb) occurred. The final position of the valve was 6.66mm from the non-coronary cusp (ncc) and 7.01mm from the left coronary cusp (lcc). Post implant, a mild paravalvular leak (pvl) was seen. Therefore, a single inflation post-implant balloon valvuloplasty (bav) was performed using a 23mm non-abbott balloon. After the post-bav and at the end of the procedure, lbbb was still present. The temporary pacemaker was left in place and the patient was transferred to the cardiology department. A permanent pacemaker was not implanted inside the patient and the lbbb was ongoing at the time of last report. The patient was reported as in good conditions.